Event description:
It was reported the customer had a partial display on their insulin pump. Customer stated the partial display had been present for six months. Troubleshooting with a self test found the customer had missing segments on the black screen. The customer stated they had dropped their insulin pump a few times. Customer's blood glucose was 103 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segments due to open lcd zebra connector. The insulin pump was also received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.